Event description:
This system was returned without documentation from an unknown source. The patient expired on (B)(6) 2014 but the cause of death is unknown. The patient following physician had no additional information. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the proximal fragment of the lead at 12 cm distal to the is-1 connector pin was analyzed. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The returned lead fragment was visually, electrically and mechanically analyzed. The visual inspection revealed that the insulation was, free of breaches, apart from the minor cuttings. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.